Event description:
The lay usere/patient contacted lifescan in 2005 alleging that his surestep enchanced meter was reading inacurately low and showing signs of mising segments. The medical affairs specialist spoke with the patient to verify/obtain new information. The patient repored blood glucose results of "250 mg/dl" with the lifescan meter and "95 mg/dl" on the laboratory device, performed within 11 to 20 minutes of each other. Betweenthe tests there was no intervention that would be expected to change the blood glucose. No treatment was received. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy. The customer care advocte (cca) verified that the patient was correctly cleaning the puncture area and correctly applying the blood to the test strip. The approximate room temperature was within range and the air in the room was dry. The meter was being cleaned correctly and the test strips were in good condition. The test strips were within expiration date, stored properly, and not opened longer than the discard date. The patient was unable to confirm if the calibration code was set correctly, due to missing segments. No further quality control testing was performed. The meter was replaced due to the alleged mising segments.

Manufacturer narrative:
H3: product has not yet been returned. Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.